Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an 60 ml monoject syringe not recognized was not determined because no products or device logs were returned.

Event description:
It was reported that the clinician ordered 52ml of lipids for a patient and the pharmacy sent in a "monoject easy touch 60ml" syringe. The syringe module did not recognize the 60ml syringe. The pharmacy did not have another 60ml syringe, hence the clinician modified the order from 52ml to 50ml and pharmacy resent in bd 50ml syringe. Some of the lipid volume from the previous syringe was used to prime the extension set. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician ordered 52ml of lipids for a patient and the pharmacy sent in a "monoject easy touch 60ml" syringe. The syringe module did not recognize the 60ml syringe. The pharmacy did not have another 60ml syringe, hence the clinician modified the order from 52ml to 50ml and pharmacy resent in bd 50ml syringe. Some of the lipid volume from the previous syringe was used to prime the extension set.. There was patient involvement but no harm.